Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling the cartridge with insulin. Additionally, it was reported that intermittent cartridges were unable to be installed on the pump. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 400 mg/dl.